Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that problems were experienced during the procedure and the case was extended by more than 40 minutes. No additional information was provided. Additional questions regarding the device and incident have been asked.